Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows one loss of prime warning associated with a low non-zero force on (B)(6) 2015. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. Returned battery cap/returned cartridge cap used the force sensor calibration check showed the pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unidentified force low observed in the black box, force sensor calibration in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had repeatedly lost prime, and that it had happened with at least 3 separate cartridges from 2 separate boxes in a 30 day period. The patient experienced blood glucose (bg) values over 400 mg/dl with moderate ketones, extreme thirst and drowsiness. The patient received no unusual treatments. During troubleshooting, customer support found the patient was using the cartridges per IFU. This complaint is being reported as the loss of prime issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.